Manufacturer narrative:
Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone: (B)(6).

Event description:
It was reported that they have received cannulas with windowed inner liners but that the non-windowed inner liners, which are normally included in the packaging, are missing.

Manufacturer narrative:
Lot number, expiration date, full UDI number, and h4: manufacture date are unknown; no information has been provided to date. H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided, therefor no device history report (DHR) review could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.